Event description:
It was reported, the video system center did not take pictures. The issue occurred during preparation before use in a gastrointestinal diagnostic procedure. There were no reports of any delays. The intended procedure was completed. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Device was returned for evaluation and based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Labeling review: not applicable because there was no evidence that the defect was caused by user misuse. Olympus will continue to monitor the field performance of this device.